Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection.

Event description:
Customer reported via phone call that insulin pump had pump exposed to fluid. Customer reported pump fell in the toilet. Customer reported that she was able to pick up the pump after it fell it only took a couple of seconds in the water insulin pump did not go blank and it did not alarm or vibrate or alert any pump error. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.